Event description:
It was reported that a caregiver was using the rifton tram to transfer a client. According to the reporter, the caregiver was not using appropriate accessories or the appropriate transfer procedures, and during a transfer, the client fell and broke both femurs above the knee.